Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -9.0 diopter implantable collamer lens was implanted into the patients left eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange did not resolve the problem. The reporter stated that after good communication with the surgeon the patient does not plan to change the lens again. Status of the eye was reported as "ok".